Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red rash under the lifevest equipment. The patient's physician prescribed anti-allergy medication for the skin irritation. Follow up indicated that the skin irritation improved.

Event description:
A us distributor reported that a patient's battery was unable to power on a monitor. A us distributor contacted zoll to report that a patient developed a red rash under the lifevest equipment. The patient's physician prescribed anti-allergy medication for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. Adverse event resulted from the damaged battery. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.